Event description:
During a coronary stent procedure of a heavily calcified rca, the physician was attempting to direct stent and resistance was felt during advancement. The physician was unable to cross the lesion. While attempting to retract back into the guide catheter resistance was encountered. The physician elected to remove the entire system, and upon removal it was noted that the stent was very "mangled" at the proximal end. The physician removed the stent from the delivery device after removal from the patient. No patient injuries or complications occurred.